Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a after creation of flap that the epithelium could not separate and the targeted thickness of the flap was low in depth in the unknown eye of the patient after lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. A non-conformance investigation was initiated, to address the issue of thin or thick flaps encountered in other entities and also from other countries. Non-conformance investigation found that thin, thick and incomplete flaps can be caused by inappropriately inserting the patient interface¿s applanation cone into the application interface of the femtosecond laser device so that it sits in an uneven position. Non conformance investigation is closed and actions have been initiated based on the findings. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).